Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ecr60g cartridge reload was received for analysis. The reload was received with the left side fully fired and the right side partially fired 1/3. The returned reload was noted to have the cartridge pan detached at left proximal side. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.